Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt like it was not working. The caller indicated that there was not a loss of therapy or return of symptoms. Additionally, the caller indicated that the patient was going 8 times a night prior to implant, but now after implant the patient is going 3-4. The caller was advised on the 50% therapy reduction expectation and indicated that the patient just does not feel stimulation anymore. It was reviewed with the caller that therapy should be based on symptom reduction rather than stimulation sensation. During the call the caller attempted to connect to the ins using the patient programmer (pp) and initially saw poor communication, but thought that they were holding the antenna in the wrong location. The pp batteries were replaced as a precaution. Stimulation was confirmed to be turned on and set to 1.4 on program 3 and stimulation was increased, however caller did not confirm the ending stimulation setting. The patient did not feel stimulation after the increase, but was advised that due to the continued therapy additional information was reviewed about stimulation sensation and the patient was advised to follow-up with their healthcare provider (hcp). The caller noted that t he patient had inadequate training. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) clarified that the allegation of ¿it was not working¿ was a device issue, specifically the battery was dead. The cause of the issue was a dead battery. As an action taken, the battery was replaced on (B)(6) 2018. The hcp noted that the patient stated it was functioning. The issue was reported as resolved. There were no further complications reported or anticipated.